Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two pieces. The connector portion measured 8.8cm and the distal portion measured 43.0cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the right ventricular lead was explanted due to an unrelated infection. Fluoroscopy images were taken prior to the lead removal. Some difficulty extracting the lead was encountered during the procedure. After extraction, cable externalization was noted by the distal coil. Based on the review of the fluoroscopy images provided to st. Jude medical, the conductors are not externalized.